Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low impedance and loss of capture. An insulation anomaly due to clavicular crush was found. The lead was capped and replaced. The patient was stable.